Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter, and attempting various troubleshooting steps like trying different adapters and cables. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer by technical support after confirming warranty details, and the customer was instructed on steps to take upon receiving the new pump, including returning the malfunctioning one.